Event description:
It was reported that the patient presented in the emergency room (ER) due to pain. It was unknown if pain was device related. No further information could be obtained despite good faith efforts

Event description:
It was reported that the patient presented in the emergency room (ER) due to pain. It was unknown if pain was device related. No further information could be obtained despite good faith efforts. Additional information was received that the ER visit was not device related.